Event description:
It was reported that during a remote session, the health care professional (HCP) called Technical Services (TS) for consult review of this implantable cardioverter defibrillator (ICD) stored episode. Upon review, the episode showed that the patient was in a ventricular tachycardia (VT) arrhythmia. The device appropriately delivered two anti-tachycardia pacing (ATP) bursts that broke the VT. A second later, the VT reinitiated and the rate rose and was detected in the ventricular fibrillation (VF) zone. Detection was appropriate and eight shocks were given. The rhythm after each shock was VF. Therapy was exhausted with proper VF sensing still taking place with a flattened shock channel and no evidence of cardiac function. TS recommended for a well being check be performed on the patient. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.